Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the 25 g x 1 in. Bd safetyglide¿ needle detached from the hub. No serious injury or medical intervention noted.

Manufacturer narrative:
A total of 8 sealed shelf cartons of 50 packaged needles each, 2 open shelf cartons of 50 packaged needles each and 1 sample bag of 10 loose packaged needles were received by bd canaan and confirmed to be from batch #7121705. The samples were visually evaluated. No visual defects to the shelf cartons were observed. No visual defects to the sealed individual packaged units were observed. The 10 loose samples from the sample bag and an additional 20 random samples from the 10 shelf cartons for a total of 30 samples were selected for a closer evaluation. The packages were opened and shields removed. The needle cannulas were securely attached to the hubs of all 30 samples. DHR: all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Investigation conclusion: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. An absolute root cause for this incident cannot be determined.